Manufacturer narrative:
B3: event date is not known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an recharger was taking a long time to charge an implantable neurostimulator and only connected/charged when the recharger was pressed into the skin. The hospital reportedly stated that the implantable neurostimulator was implanted too deep, which was reported to explain the charging difficulty. A reset of the recharger was recommended as a troubleshooting step. It was also recommended that the implantable neurostimulator be placed closer to the skin to improve charging results, and the patient was advised to seek a second opinion via referral if they felt they were not being taken seriously by the hospital. No patient death or serious injury was reported.